Manufacturer narrative:
On 02 february 2023, the distributor reported the additional information: the pump history was reviewed, and it was determined that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings on 30 november 2022. The pump alarms annunciated as expected. The customer reverted to alternate insulin therapy. Medical device report (MDR) code 1012 and 2938 removed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump software did not suspend insulin delivery. Additionally, it was reported that the pump's alarm did not annunciate. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.